Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. In addition, device has depleting from 5.5 years battery remaining down to 1 year in a span of 2 years. Boston scientific technical services (ts) reviewed and discussed that this device has reached elective replacement indicator (eri) and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. In addition, device has depleting from 5.5 years battery remaining down to 1 year in a span of 2 years. Boston scientific technical services (ts) reviewed and discussed that this device has reached elective replacement indicator (eri) and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption was increasing in a gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.